Manufacturer narrative:
A good faith effort attempt conducted to find out if there was still sound present and if an error message was displayed did not reveal new information. The authorized service provider (asp) checked the device and determined the speaker was defective and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device was returned to customer site. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the the device speaker is defect. Patient involvement is unknown. There was no report of patient or user harm.